Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 10.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient and inspected. Contrast was then used to verify all remnants of the balloon had been removed. The procedure was successfully completed with no injury to the patient.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device rupture. A visual and microscopic examination of the returned device identified a longitudinal tear in the balloon material. The longitudinal tear began approximately 10mm proximal to the proximal edge of the proximal markerband and extending distally over the balloon material for approximately 34mm. No issues were noted with the balloon material that could have contributed to the balloon material damage. A visual and microscopic examination identified no damage or any issues with the tip or markerbands that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 10.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient and inspected. Contrast was then used to verify all remnants of the balloon had been removed. The procedure was successfully completed with no injury to the patient.